Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the missing direction of flow label, which was observed during evaluation and is considered confirmed. The labels were replaced to correct this condition. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device had missing direction of flow labels. There was no patient involvement.